Event description:
The customer is a user of contact lenses. In 2007, the pt started with severe pain in the right eye. After 10 hrs of pain, the eye was swollen and the pt could not open the eyes. The area was completely red and irritated. On two days later, the pt was taken to the ophthalmologist and the dr confirmed that pt had a ulcer and was suffering of corneal infection. The pt was using amo complete moisture plus which was purchased from a pharmacy weeks ago as well as the cleaning solution. Patient informed having blurry vision. The pt continues with treatment with the dr. Dates of use: 2007. Diagnosis or reason for use: contact lenses user. Contact lenses user.